Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was in proper location and depth but moderate paravalvular leak (pvl) was noted. The next day, an attempt was made to implant a non-medtronic second valve, valve-in-valve, to reduce the pvl. During the attempted implant, the non-medtronic valve embolized into the ventricle. Subsequently, both valves were removed and a surgical valve was placed. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.